Event description:
It was reported that patient was in the hospital for about four days for pneumonia. Patient was released about a week prior to day of report. It was noted that patient had several mris and CT scans and they did not feel like their pump was working right. It was noted that patient had been ¿living on percocet.¿ patient noticed this issue the last few days because they had been taking percocet. It was noted that patient was also having withdrawal symptoms ¿hot and cold.¿ it was noted that the patient had heard the alarm once during an MRI but had not heard an alarm since. It was noted that patient had an appointment with their primary care physician the morning of (B)(6) 2014. The pump system was delivering dilaudid. (Omitted information related pe: (B)(4) withdrawal) additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).